Event description:
Driver broke when using to engage glenoid sphere into glenoid baseplate. Broken piece was left in the screw head in the pt.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.